Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The lesion being treated was located in the highly tortuous, severely calcified and 99% stenotic first diagonal artery. The physician advanced the 2.0x12mm quantum maverick balloon to the lesion and inflated it to 12atms and it ruptured. The device was removed intact. The procedure was successfully completed with the deployment and post dilation of a non-bsc stent. Patient status is listed as "fine".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined. ,